Event description:
The philips dealer later clarified that the reported symptom was that while in standby mode the device ready for use indicator (rfu) sometimes indicated a blinking red x. There was no patient involvement.

Event description:
The customer reported to philips healthcare that there are several errors in the status log and the device ready for use indicator (rfu) sporadically indicates red x with periodic audio chirp. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.